Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump malfunctioned and over delivered insulin leading to a hypoglycemic event seizures loss of consciousness on multiple occasions requiring medical treatment. Customer also reported that the retainer ring and reservoir were defective. It is unknown if automode feature was in use at the time of the event. Insulin pump will be returned for analysis.